Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator's turbine was found defective; the ventilator failed the pre-use check (puc) during pressure transducer test and flow transducer test. There was no patient involvement. The ventilator was returned to the manufacturer for investigation. The customer return department investigated the ventilator and confirm that the ventilator failed the puc during pressure transducer test and flow transducer test sequences; they also found a technical error related to communication issue (te65). The communication error was solved by updating the ventilator with latest available software. The errors related to pressure transducer test and flow transducer test failure during puc were resolved by replacing the blower module assembly, the blower module assembly was sent to complaint department for further investigation. A simulated test of the blower module assembly in a ventilator generated the same error during puc; the ventilator failed both pressure transducer test and flow transducer test sequences. Ventilation was performed during more than 72 hours without deviation. After the simulated ventilation the ventilator failed the pressure transducer test and flow transducer test during puc. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This led to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken windings as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented. A correction of field # d1 brand name, # d4 version or model #. D1 brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).